Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician representative reported during unknown procedure, the surgeon noticed that the lens was not come out from the injector, and injector malfunction. The lens was explanted and replaced with another lens during initial procedure.the procedure was completed on same day. Additional information has been requested however no further information available.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the company cartridge. Inadequate viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. The lens was acceptably folded. Company cartridge had no evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported stuck lens appears to be related to a failure to follow the instruction for use (IFU). Inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed in the nozzle or cartridge tip. The IFU instructs to completely fill the cartridge with ophthalmic visco surgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ovd combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).